Event description:
Literature: kofler m. Poustka k, saltuari l. Intrathecal baclofen for autonomic instability due to spinal cord injury. Auton neurosci. 2009;146 (1-2):106-110. The pt underwent a trial with intrathecal baclofen. It was reported that abdominal muscle spasms were relieved and blood pressure remained largely normotensive. Intrathecal pump system was surgically implanted, the catheter tip located at the t4 level. Baclofen (concentration 500 mcg/ml) at a daily dose of 190 mcg/day achieved within first 3 months. Five months following pump implantation, the concentration was increased to 2000 mcg/ml. Pump and port were emptied and refilled with 15 ml of baclofen (2000 mcg/dl). Info on the exact length of the implanted catheter was unclear; a small bolus of 0.1 ml was administered over 30 mins. A continuous dose of 190 mcg/day was retained. Within a few hours, the pt presented with pruritus and rash of the face, neck and upper extremities, severe abdominal muscle spasms, and a serious blood pressure crisis with alternating blood pressure levels ranging from 240/150 mmhg to 60/40 mmhg within 1 hour. Baclofen withdrawal syndrome was suspected and the patient was given oral baclofen, diazepam, dihydroergotamine, etilefrin and sodium chloride infusions. Pt became somnolent and hypotonic. Itb dose was reduced to 100 mcg/day followed by a step increase up to 190 mcg/day. Pt was dismissed in good condition after 1 week, free of abdominal spasms, pruritus and blood pressure remained normotensive.